Event description:
A patient reported blood glucose results of 115 mg/dl with a lifescan meter and 143 mg/dl on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy. On a day to day basis, the patient usually obtains blood glucose results of 95 mg/dl, 115 mg/dl, 94 mg/dl and 92 mg/dl.